Manufacturer narrative:
The initial MDR 1226181-2016-00323 was filed on june 17, 2016. Additional information (06/17/2016): a siemens headquarter support center (hsc) specialist reviewed the instrument data which indicated there were no quality controls (qc) outliers to suggest an instrument problem and there were no other discordant patient results associated with this event. The initial run of sample ID (B)(6) indicated a low fluid verify measurement corresponding to a negative fluid delta during measurement of the sample across the sensor which is also an indicator of the sample positioning across the sensor. Based on these observations, hsc has concluded the cause of the discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results obtained on one patient sample is due to the presence of gel, fibrin, and/or cellular material contained in the sample that impacted the integrated multi-sensor technology (imt) dilution of the sample and also fluid flow of the diluted sample through the imt system affecting the proper sample positioning for measurement across the sensor. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The issue was resolved by repeating the sample on both dimension vistas with correlating results. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The instrument did not display any flags or errors. The discordant results were not reported to the physician(s). The sample was repeated for na and k on the same instrument, resulting lower. Chloride was not repeated on the same instrument. The sample was tested for na, k and cl on an alternate dimension vista instrument, resulting lower for cl and matching the original vista instrument repeat results for na and k. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results obtained on one patient sample.